Event description:
It was reported that the health care professional (hcp) called technical services (ts) to discuss the left ventricular automatic threshold (lvat) test detected as greater than programmed amplitude or suspended in this cardiac resynchronization therapy defibrillator (crt-d) system. Ts determined that the patient exhibited premature ventricular contraction (pvc) and suspected that lvat failure can be due to fusion beats. Although ts noted that there did not appear to be loss of capture, loss of capture markers were noted. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.